Event description:
A no output condition was reported by the patient. The patient was seen in july 2005 by a vibrant med-el staff at the hospital. The patient reported hearing intermittently for about 2 weeks until they could not hear anything at all with the processor on. Since the patient is implanted on both sides they tried their right ap on left ear but could not hear with the processor on. At the hospital appointment, the ap was found to be functioning properly. The patient's hearing thresholds did not show any modifications. Testing was done and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield. A rtf test was done and showed to be negative.